Event description:
Additional information received notes that the device was explanted and successfully replaced. The patient was stable.

Event description:
It was reported that the patient presented to in clinic follow up with discomfort due to unintentional muscle stimulation. It was discovered that the pacemaker had gone into backup mode. During later device interrogation, it was discovered the device was no longer pacing and the battery had reached end of life. Premature battery depletion was suspected. No intervention was reported. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6 updated to analysis of production records.

Manufacturer narrative:
The reported events of premature discharge of battery and no output were confirmed. The reported events of device in backup mode and muscle stimulation were not confirmed. The device was received with no telemetry communication and no output. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.